Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable throughout the event.

Manufacturer narrative:
The device was interrogated and communicated appropriately with a merlin programmer. The device was found to have not reached elective replacement indicator (eri). No anomalies were noted.